Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the implantable cardioverter defibrillator exhibited backup vvi operation. Programming changes were made to restore the device. The patient was in good condition.

Event description:
New information received stated that the patient experienced diaphragmatic stimulation when the device exhibited backup vvi operation.